Manufacturer narrative:
The device was returned to olympus canada for eval. The eval did not find any restriction in the biopsy channel. However, the banding section cover was cracked and had a pinhole. In addition, the insertion tube was leaking in two places and had a deep scratch. The device was serviced and returned to demo stock. The exact cause of the user's report could not be conclusively determined; however, insufficient cleaning could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that during a therapeutic colonoscopy, restriction was noted in the biopsy channel of the gastroscope. An olympus reusable cleaning brush was passed through the biopsy channel of the gastroscope, and a closed hemostatic clip from a previous procedure fell into the pt's colon. The hemostatic clip was not retrieved. The procedure was completed with the same device. Olympus obtained additional info indicating that the last time hemostatic clip was used with this device was during an unspecified procedure on (B)(6) 2013. Since then, the device was used approx 5-6 times. The device was manually cleaned with enzymatic solution and reprocessed in a medivator dsd edge with rapicide. There was no pt injury reported.